Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing signs and symptoms of an infection, however the physician did not see any signs of infection. The patient underwent surgical intervention on (B)(6) 2017 where the extension was removed and replaced. Cultures were taken and results are pending.

Event description:
Follow up information identified the infection was confirmed with blood cultures. The patient received 14 days of IV antibiotics followed by 2 months of oral antibiotics. As of (B)(6) 2017 the patient reportedly is doing well. (B)(6).